Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a patient who performed a study over a week ago and the patient reported today that the capsule has not detached from the esophagus. They have not performed an x-ray to confirm if the capsule is still attached, no medical intervention was performed, and no repeat procedure necessary. The capsuled passed on its own and the patient refused xray as the patient was already feeling better. The patient last known status was fine.